Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
The customer reported that the screen is dark, and the user cannot see the display. The customer contacted product support and request to verify the part number for the ui assembly. Product support advised the customer that the unit must have 2.10 or higher software to use a new ui assembly. Product support provided part ID and emailed a current revision of the service guide. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Information was received from the customer that the user interface assembly was ordered and replaced by the biomedical engineer and the issue was resolved.